Event description:
It was reported that the vns patient was experiencing severe pain at the generator site. The neurologist stated that the pain was not due to vns therapy but the location of the patient¿s generator. Clinic notes were received indicating that the patient¿s pain was very superficial and that the generator appeared to be protruding. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
It was reported that the physician attributed the pain and protrusion of the device to a superficial generator pocket. The patient underwent generator explant because the patient did not want a replacement generator.